Event description:
Spontaneous report, local reference # (B)(4). Initial information received on (B)(6) 2012. The dentist reported that a (B)(6) old male patient, with no specific medical history, had been treated with septoject 30 gauge short (dental needle) on an unknown date. On an unspecified date, during posterior alveolar injection, the needle broke off in the patient's mouth. The dentist tried to remove it but he could not find it. Panoramic x-ray was performed and the patient was referred to an oral surgeon. After the incident, the dentist tested 4 more needles and all broke off (testing procedure unknown). At the time of the report, the patient's outcome was unknown. No other information is available. This case report is considered serious.